Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's wife reported via email of low blood glucose readings from the insulin pump. The wife stated that her husband is currently in the hospital due to a stroke in his brain stem. The wife stated that her husband's blood sugar has dropped mostly at night. The wife stated that they have adjusted his night time insulin intake and gave him a snack before bed. The customer will see his endocrinologist.